Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was claiming that she performed more bolus deliveries than what was displayed in the bolus history in her insulin pump. It was stated that the bolus history lined up with what was being seen in the corresponding software reports. The diabetes care manager stated she believed that the patient was just not programming the boluses correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.